Event description:
It was reported that during testing conducted at the manufacturer, the tps micro driver ran on its own while it was in safety mode. There was no pt involvement, no reported delay, no medical intervention and no adverse consequences alleged with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed, if additional information is received and requires reporting.